Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent motor vehicle accident, the patient experienced ineffective therapy, and the system was unable to be set into MRI mode due to the ipg having reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Additionally, it was noted during the procedure that both leads had migrated.